Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. The initial report stated the devices would not be returned for evaluation. Hhe/qrb (quality review board) (B)(4) recommended a device correction which was initiated on (B)(6) 2015. (B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The instruments are missing the springs.